Manufacturer narrative:
It was reported to abbott, a patient experienced uncomfortable stimulation when they bent down. Technical service advised the patient to turn stimulation down. The rep reported reprogramming was attempted with the patient. The patient met with their physician. The plan was to have the patient undergo a complete system replacement. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient is experiencing uncomfortable stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.